Event description:
This ra lead was implanted on (B)(6) 1989 and explanted on (B)(6) 2011 due to vegetation on the lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).